Event description:
Pt developed abscesses at site of injection in lips and vermilion borders. Another physician in a different state performed incision and drainage, and reporting physician has prescribed cipro orally.